Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error. The customer¿s blood glucose level was unknown. The customer reported that the act button sticks and had to be pressed more than once to work, screen was scratched all over in the middle it made bothersome. It was reported that the rewind was slower and also had received motor error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on bolus and act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). No rewind anomaly noted. The motor was tested outside of the device and passed. Pump received with minor scratches on display window noted. Additional information has been received which was not included with the initial report. The information has been provided in this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).